Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was 6.6 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.